Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was locked. A field service engineer (fse) opened the back panel and checked for loose connection. Then logged into hardware test application (hta) and tested drawer 2.1 and 2.2 but could not replicate any issue. So, the fse shut down the station and opened the back of the drawer, then checked all the cables, unplugged, and reinstalled it. Fse found that the open and close sensor for the drawer was caught in the back panel could have been causing a stress on the cable but did not find any damage. So, the fse closed the drawer, back up and tested it again once more in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was locking continuously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.